Event description:
Report received from (B)(6) stating the device was making "noise and the lock lever was defective." The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported condition was confirmed. The unit had a damaged locking mechanism, a hole in the outer hose, it was covered in dried biological debris, the motor was noisy, and it had internal damage likely caused by operating the unit with insufficient lubrication. If additional information is received, a supplemental report will be sent. (B)(4).